Event description:
The ventilator shut down when the supply tubing to the humidifier became disconnected. Ventilator had passed the circuit calibration prior to set up. Disconnection occurred approximately 1 hour into set-up. The disconnection was discovered about 10 minutes after the ventilator shut down. The patient was returned to conventional ventilation during the period while trouble shooting the unit. The tubing was reconnected and patient was returned to hfov (high frequency oscillatory ventilation). The patient was not harmed. Two circuits were tried and failed. Both have been retained, but are h1n1 contaminated.

Event description:
The ventilator shut down when the supply tubing to the humidifier became disconnected. Ventilator had passed the circuit calibration prior to set up. Disconnection occurred approximately 1 hour into set-up. The disconnection was discovered about 10 minutes after the ventilator shut down. The patient was returned to conventional ventilation during the period while trouble shooting the unit. The tubing was reconnected and patient was returned to hfov (high frequency oscillatory ventilation). The patient was not harmed. Two circuits were tried and failed. Both have been retained, but are h1n1 contaminated.